Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would get "hard beats" like a shock when the patient would do a reading with the monitor. The patient added that it wasn't normal. The patient was advised to let the clinic know about the symptoms. No troubleshooting indicated. The monitor remains in use. No further patient complications have been reported as a result of this event.